Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no damages or defects were found that would contribute to the needle not deploying. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. The downloaded data shows that no alarms, timeouts, or drive stalls were generated during the run that would indicate the device struggled to deliver insulin. The device completed first and second prime and ran a total of 1670 pulses.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The patient's blood glucose rose to 22.5 mmol/l (405 mg/dl). When the pod was removed from infusion site (leg), the cannula was found bent. The pod was reportedly leaking while worn for between 4 and 24 hours.